Manufacturer narrative:
Approximate age of device - 2 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient had a heartmate ii replacement to correct driveline short to shield issue. Flow would not exceed 2.5 lpm in the operating room and the patient had continuous low flow events since heartmate ii exchange. The patient had a stroke three days post operation with aphasia and right sided weakness. The patient was found to have an outflow graft twist.

Manufacturer narrative:
Manufacturer's investigation conclusions: the report of low flow events and outflow graft twisting could not be confirmed as no log files were submitted and no CT images were provided for evaluation. In addition, a specific cause for the reported events could not be conclusively determined through this evaluation. (B)(4) was later explanted on (B)(6) 2019 due to an unrelated issue (reference MFR. #2916596-2019-01142). The evaluation of the returned device did not confirm the report of outflow graft twisting and did not reveal any issues which would contribute to the reported events. The patient was stable without mechanical support of any kind and remained in acute rehab for rehabilitation of neurological deficits. The heartmate ii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values. This IFU also contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. In addition, this IFU explains that pump flow is estimated based on pump power. This IFU and the heartmate ii lvas patient handbook outline all system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.